Event description:
The user facility reported to olympus that during use of the single use 3-lumen sphinctertome v the patient developed a micro perforation in the ampulla of vater/common bile duct. It was also stated that the unit was bent. The patient was undergoing the procedure due to stones within her common bile duct and common hepatic duct; this procedure was needed prior to laparoscopic cholecystectomy. The patient required a stent for the microperforation and also a prolonged hospital stay of 11 days post procedurally. The procedure was completed with use of another device. Additionally, the patient will need to return in 6-8 weeks for another ercp stent removal procedure. This event involved two devices, one for a bent unit and one for a split unit. Patient identifier (B)(6) is for the report of a bent unit. Patient identifier (B)(6) is for the report of a split unit.